Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 17.0 diopter intraocular lens(iol) was implanted. Reportedly, the lens was explanted as after the implant, the surgeon decided to change the lens power to a 13.5 diopter lens. Further information was provided that the patient had a change of mind on the lens implanted. There was no incision enlargement, vitrectomy, or capsule tear. No medical or surgical intervention required. The lens was replaced with the same model, but different diopter of 13.5. Reportedly, there was no patient injury and the patient is doing well post-operatively. No further information was provided.